Manufacturer narrative:
Analysis of labeling performed. Visual examination. Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that this vns patient's system was explanted due to infection. The devices were returned on (B)(6) 2013 and underwent product analysis. Attempts for additional information have been unsuccessful. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Generator analysis showed that the results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts for additional information have been unsuccessful. Lead analysis is reported in MFR report #1644487-2013-01412.

Event description:
On (B)(6) 2015, it was reported that patient will undergo vns re-implant surgery.

Event description:
Patient underwent a full re-implant of a generator and lead on (B)(6) 2015.